Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and correction to h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to the olympus service center for evaluation and the customer's reported issue which was plastic distal end cover, adhesive on bending section cover, and connecting tube had foreign objects was confirmed due to insufficient cleaning. Additional evaluation findings: the grip was shaved; air or water cylinder had no color; suction cylinder had no color; switch 4, image guide protector and cover of light guide bundle was damaged; scope connector cover unit had corrosion due to water leakage; label on suction connector was peeled; bending angle in up direction did not meet the standard value due to wear of the angle wire; light guide lens had a crack; and universal cord had corrosion. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus, the evis exera iii gastrointestinal videoscope needed a bowden cable adjustment. The issue occurred during a therapeutic or diagnostic procedure. There were no reports of patient harm. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: a foreign material lodged in the scratches of the connecting tube and on the crack of the bending section cover adhesive. Also, in the plastic distal end cover was found foreign material. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.